Manufacturer narrative:
According to the information received the case seems to be linked to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products this is default text configured for block h10.

Event description:
Vascular occlusion [vascular skin disorder] . Case narrative: on 15-sep-2025, the australian subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected on (B)(6) 2025 with 0.7 ml of rha 3 in the chin using the bolus and the retrotracing techniques with the needle supplied in the box. The same day the patient experienced a vascular occlusion followed by positive aspiration and 4 vials of hyaluronidase were injected (6000 iu). A new consultation was scheduled with the patient the following day (B)(6) 2025). New injection of hyaluronidase might be done during this consultation. At the time of this report no additional information was retrieved and evolution of symptoms are monitored. Investigations are on-going.

Event description:
Vascular occlusion [vascular skin disorder]. Case narrative: on (B)(6) 2025, the australian subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected on (B)(6) 2025 with 0.7 ml of rha 3 in the chin using the bolus and the retrotracing techniques with the needle supplied in the box. The same day the patient experienced a vascular occlusion followed by positive aspiration and 4 vials of hyaluronidase were injected (6000 iu). A new consultation was scheduled with the patient the following day ((B)(6) 2025). New injection of hyaluronidase might be done during this consultation. Despite several reminders no additional information was retrieved therefore the case was closed as this.

Manufacturer narrative:
According to the information received the case seems to be linked to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products this is default text configured for block h10